Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she loves using the sensors when the readings are accurate, but that she has sometimes received inaccurately high readings. The customer stated that the sensors normally help her avoid her severe hypoglycemia episodes, and that she only reached a low of 30 mg/dl last week as a result of working outside in the heat. She treated the low and brought her blood glucose back up. The customer expressed concern about finding proper insertion sites for her sensors since she often has to remove them and start new ones due to inaccurate sensor glucose readings; she mentioned a lack of fatty tissue in her abdomen due to being slightly underweight. The customer was advised to meet with her health care provider or an educator in person so they can recommend the best location for her. No products were shipped or returned.